Event description:
Bayer case number: (B)(4). Pain in lower back [low back pain], general fatigue [fatigue], pain in right hip [pain in hip], pain in right leg [unilateral leg pain], recurring gluteal tendinopathy [tendinopathy], apparently just quite a lot of inflammation [inflammation]. Case narrative: the below report was received by health authority ansm (reference number: r2522692) on 26-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pain in lower back") in an adult female patient who had essure inserted (lot no: d60136) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion intervention required), fatigue ("general fatigue"), arthralgia ("pain in right hip"), pain in extremity ("pain in right leg"), tendon disorder ("recurring gluteal tendinopathy") and inflammation ("apparently just quite a lot of inflammation"). The patient will be treated with surgery (planned essure removal surgery on (B)(6) 2025.). Essure will be removed on (B)(6) 2025. At the time of the report, the pain in extremity and tendon disorder had not resolved. The outcomes for back pain, fatigue, arthralgia and inflammation were unknown. No causality assessment was received for essure with regard to fatigue, back pain, arthralgia, pain in extremity, tendon disorder or inflammation. The reporter commented: the essures are to be removed by removing my 2 fallopian tubes on (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Magnetic resonance imaging] (date unknown): nothing abnormal. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pain in lower back [low back pain] , general fatigue [fatigue] , pain in right hip [pain in hip] , pain in right leg [unilateral leg pain] , recurring gluteal tendinopathy [tendinopathy] , apparently just quite a lot of inflammation [inflammation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-aug-2025. The most recent information was received on 04-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("pain in lower back") in an adult female patient who had essure inserted (lot no. D60136) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion intervention required), fatigue ("general fatigue"), arthralgia ("pain in right hip"), pain in extremity ("pain in right leg"), tendon disorder ("recurring gluteal tendinopathy") and inflammation ("apparently just quite a lot of inflammation"). The patient was treated with surgery (planned essure removal surgery on (B)(6) 2025.). Essure was removed. At the time of the report, the pain in extremity and tendon disorder had not resolved. The outcomes for back pain, fatigue, arthralgia and inflammation were unknown. No causality assessment was received for essure with regard to fatigue, back pain, arthralgia, pain in extremity, tendon disorder or inflammation. The reporter commented: the essures are to be removed by removing my 2 fallopian tubes on (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Magnetic resonance imaging] (date unknown): nothing abnormal. Batch number: d60136; manufacture date: 31-jan-2015; expiration date: 31-jan-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.